Event description:
Medtronics defibrillator had to be replaced after two years of use. One year later on (B)(6) 2012, the device will be replaced again. Medtronic pacemaker/defibrillator. The device was implanted in 2009. The battery failed in 2011 and now in 2012 the battery is failing again. The device will be replaced on (B)(6) 2012.